Event description:
Information received by medtronic indicated that the insulin pump had crack at the back of the insulin pump and top of the battery compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Unit received with blank display due to severely broken battery casing near the end cap not allowing proper contact with battery and battery cap. Unable to performed displacement due to display anomaly. Unit received with cracked battery tube threads, fading serial number label and cracked case corner of belt clip rails. The unit p-cap / test reservoir locks in place properly. (B)(4).